Manufacturer narrative:
Initial.

Event description:
It was reported that the user had not been announcing meals accurately and had frequently selected ¿less than¿ meal sizes, which progressively increased bolus delivery and contributed to postprandial glucose fluctuations with the lowest reported blood glucose of 51 mg/dl and the highest blood glucose of 316 mg/dl while using the ilet system. No adverse clinical symptoms associated with episodes of low and high glucose reported. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization. Investigation included a call review, user education, and guided device reset with reconfiguration. Investigation of this case revealed user technique and use error related to meal announcement as the primary factor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error addressed through troubleshooting and education.